Manufacturer narrative:
Additional device information unique identifier (UDI) #(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the impactor broke during routine impaction. Surgery was finished using different impactor. No delay was reported in the surgery. There was no harm to patient.

Event description:
No change to previously reported event.

Manufacturer narrative:
No trend considering the following event is identified: fracture. Event summary: it was reported that the impactor broke during a right, cementless tha surgery while doing routine impaction. No harm to patient was reported. The surgeon finished the surgery using a different impactor. The fracture was an unanticipated complication, however, no further medical intervention was necessary and no surgery delay was reported. Review of received data no medical data such as surgical notes or any other case-relevant documents received. Patient informations will not be provided. Devices analysis: the blue ball-head impactor attachment shows 4 distinct indentations on the surface connecting to the femoral head. Besides the four indentations multiple smaller deformations can be seen all along the rim circumference. Otherwise, the outer surface does not show any conspicuous marks and also the labeling is well legible. The device fracture runs across the thread. No conspicuousness can be found on the metal thread, which seems to be still intact. The surface connecting to the handle instrument has a circular imprint. Based on this visual examination the reported event can be confirmed. Review of product documentation: compatibility: compatibility check could not be performed as only one product had been reported. Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance -> not possible, a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient -> not possible, according to material compatibility specification the material has been tested. Moreover, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - instrument breaks due to degradation of material due to cleaning and sterilization => possible, even though, the device was manufactured in 2018 this cause cannot be excluded completely. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as based on the available information it cannot be excluded that the device was only used for head impaction as intended. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as based on the available information it cannot be excluded that the device was only used for head impaction as intended. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the deformations indicate that an abnormal use might have occurred. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The product was manufactured on jun 5, 2018, therefore, the device was on the market for a short time only. Considering the short lifespan of the device and the distinct deformations, it can be assumed that extraordinary forces or wrong directed forces were applied. This device is not intended for removal of trial heads or previously implanted femoral heads. According to the deformations of the surface connecting to the head it seems that the device was used for head removal. Further, this is at least the fourth case from the (B)(6) hospital in canada, which may indicate an use error. Nevertheless, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).